Manufacturer narrative:
H.6. Investigation summary bd received 16 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damage of hemogard shield, embedded fm on hemogard shield., fm like a tray bead is between shield and stopper and printing with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damage of hemogard shield, embedded fm on hemogard shield., fm like a tray bead is between shield and stopper and printing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 9 tube k3edta plh 13x75 2.0 slbl lav jp ce were damaged, but still usable, 3 had dirty caps, and 2 had dirty stoppers. The following information was provided by the initial reporter: "the following issues were found in tubes (367858): damaged/deformed tube x9. Defective marking x2 (ink is too heavy). Dirty cap x3 (embedded). Dirty stopper x2 (fm)".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 9 tube k3edta plh 13 x 75 2.0 slbl lav jp ce were damaged, but still usable, 3 had dirty caps, and 2 had dirty stoppers. The following information was provided by the initial reporter: "the following issues were found in tubes (367858): damaged/deformed tube x9, defective marking x2 (ink is too heavy), dirty cap x3 (embedded), dirty stopper x2 (fm)".